Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified, 90 % stenosed concentric lesion in the proximal right coronary artery. The 4.0x15 mm nc traveler rx balloon dilatation catheter (bdc) was advanced for pre-dilatation. However, during the second inflation at 10 atmospheres the balloon ruptured. A non-abbott balloon dilatation catheter was used for pre-dilatation and a 4.0x23mm xience alpine stent was implanted to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.